Event description:
It was reported the pt was experiencing pain and discomfort at her scs ipg site after weight loss. The pt's ipg was moved to a new location on (B)(6) 2014, and the pt reportedly has good stimulation post-op. Follow up on (B)(6) 2014, identified the pt is doing well; the reported issue was resolved with the revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.